Event description:
It was reported that the pt cvc line had half pulled out and he was bleeding. The catheter was then removed at the hospital.

Manufacturer narrative:
No device sample was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy. We are unable to determine the cause of this event.